Event description:
It was reported patient's symptoms became "unstable". Patient had x-ray taken that showed both leads were broken. It was noted the physician suggested two things. Explant all devices and give up therapy, or exchange the broken leads. It was noted the patient had not decided yet.

Manufacturer narrative:
Analysis of the lead with serial number (B)(4) found the body of the conductor broken within 10 cm. Analysis of the lead with serial number 0204807459 also found the body of the conductor broken within 10 cm. It was noted that all conductors were broken in three locations:3.4, 3.9 <(>&<)> 4.5 cm from the proximal end.(B)(4).

Manufacturer narrative:
Concomitant medical devices: product ID: 3387-40, lot#: 0204425027, implanted: (B)(6) 2011, product type: lead; product ID: 3387-40, lot#: 0204807459, implanted: (B)(6) 2011, product type: lead. (B)(4).